Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the high voltage lead impedance values of the right ventricular (rv) lead were increased and out of range. A fluoroscopic examination did not show any damage of the lead. No intervention was performed, the patient will be monitored. The patient was stable.